Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was analyzed and had a ram [random access memory] chip memory error. The analyst commented that the device experienced a write to locked ram power on reset.

Event description:
It was reported that the device experienced multiple electrical resets. The device was explanted and replaced. No patient complications have been reported as a result of this event.